Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined that the cause of the reported issue was due to a failed digital pcb assembly. This part is not replaceable so the device was unable to be repaired. The customer received a replacement device and the device was retained by stryker.

Event description:
The customer contacted stryker to report that their device would not power on. There was no report of patient use associated with the reported event.